Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2010. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 due to patient allegations of pain and personal injury. The modular head, taper adapter and femoral stem were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6), 2010. Subsequently, patient's legal counsel reported was revised on (B)(6), 2012 due to patient allegations of pain and personal injury. The modular head, taper adapter and femoral stem were removed and replaced. Additional information received in patient medical records indicates patient right hip revision performed on (B)(6), 2012 was due to pain and noted scar tissue at time of revision. Additional information provided in patient medical records verified product identification. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.